Manufacturer narrative:
The reason for this revision surgery was instability. The previous surgery and the revision detailed in this investigation occurred 14 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the components that may have contributed to reported event. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration dates at the time of use during the previous surgery. The root cause of the instability was a loose stem. It was reported the stem was found to be grossly loose and had never achieved a press-fit in the original surgery. The surgeon cemented in the stem and implanted a new spacer, liner and head and the shoulder was stable. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.

Event description:
Revision surgery - during the patient's initial surgery, the surgeon believed to have an adequate press-fit with his stem, but noticed instability at the patient's two week follow up. The stem did not look loose on the x-ray and the surgeon planned on exchanging the head and poly liner during the revision. During the revision surgery, the stem was found to be grossly loose and never achieved a press-fit in the original surgery. He cemented in a stem and implanted a new spacer, liner and head and the shoulder was stable.